Event description:
The customer reported that they had observed an incorrect amount of fluid dispensed from the mts ID tipmaster pipettor. Incorrect dispense of fluid may lead to variations in antigen / antibody ratio and possible erroneous test results. The customer observed the issue and took the pipettor out of use, preventing erroneous results from being reported.

Manufacturer narrative:
Evaluation of pipettor had not been performed at the time of this report and was pending the return of the equipment. The customer's complaint was resolved by providing equipment replacement. This customer had not logged any complaints against this pipettor since this incident.